Event description:
A malfunction on the pump was reported by the customer after they plugged it into the charger while the battery was dying. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helping to reset the pump. After the reset, the malfunction code did not recur, and the customer was advised that they could continue using the pump but should call back if the issue reoccurred.